Event description:
It is reported that the pt is presenting with pain and mobility issues.

Manufacturer narrative:
Info was received from a consumer who is not required to complete form 3500a. Eval summary: no photographs or x-rays were provided. Surgical notes from the primary surgery were provided. Some pt demographics are known, but bone quality, activity level, and type of activities performed are unk. It is unk if the components were implanted with the correct fit and orientation as per the surgical technique. The mating instrumentation used during surgery is unk. The condition of the components is also unk. Based on the info provided, it is not possible to determine a cause for these issues. Eval: no product was returned. The device history records were reviewed and found to be conforming to the manufacturing, inspection, and packaging specifications. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.